Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial, excess pull) or suture/ nick damage. Based on the information received, the investigation determined that the reported issue appears to be related to user error. The account reported pulling the rail suture too hard. Excess pull is a factor for material separation during knot advancement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of the minimally calcified left common femoral artery using a proglide device after an arteriogram with runoff procedure using a 6f sheath. Reportedly, the suture broke during knot advancement due to the physician pulling too hard on the suture. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.